Event description:
It was reported that the leads of the patient had migrated. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were not returned. No device malfunction.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7157512, UDI: (B)(4).